Event description:
Complainant alleged that while attempting to defibrillate a male pt during a cardioversion, 200j were successfully delivered however, the pt did not convert to a normal sinus rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has rec'd.